Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would squirt out insulin while priming. The blood glucose levels were 136 mg/dl. Customer also mentioned prime loop. Troubleshooting was provided. It was stated that the reservoir ring was damaged and that the reservoir locked in loosely. Issue with prime loop was not fixed. The insulin pump will not return for analysis.